Event description:
Patient presented to hospital with infection after pro disc-c and zero-p implantation. Patient was treated and released. Patient presented to surgeon with continued infection. Due to infection, surgeon removed the hardware. This is one (1) of four reports on one event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned or lot number provided.